Event description:
It was reported that tandem mobi pump generated cartridge alarm during cartridge loading, and customer later reported event as past issue that had occurred during a previous cartridge change. There was no adverse impact to the customer¿s blood glucose level. Customer was not able to reuse original cartridge but successfully loaded different cartridge, resumed insulin therapy, and issue was considered resolved, with no additional outcome information reported.